Manufacturer narrative:
(B)(6).

Event description:
During servicing of this unit, the field service engineer (fse) found that the unit is failing with machine and proximal pressure sensors failed error. The field service engineer reported there was no patient involvement.